Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during generator change out procedure for eri, the set screw from the right ventricular lead could not be loosened. Another hex wrench was used but was unsuccessful in loosening the set screw. Ultimately, it was decided by physician that the most appropriate course of action would be to cut and cap the chronic right ventricular lead, and a new right ventricular lead was successfully implant with the new device. Patient was fine during the entire procedure with no complications.